Event description:
The customer reported that after completing a urology exam, she could not recall the images saved during the procedure.

Manufacturer narrative:
No problem found. When the ge rep arrived onsite, all save pt images could be recalled from the image directory. The rep performed two test pt cases and saved several images. All saved images could be recalled.